Event description:
Tiny piece of metal and plastic detaches while brushing [device breakage] no adverse effect. Case description: a regulatory authority reported a male contacted them and reported that while using an oral-b rechargeable toothbrush, version unk with an oral-b brushhead, version unk a tiny piece of metal and plastic detached while brushing. No symptoms were developed.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.